Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter was used during an esophageal dilation procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the procedure was successfully completed with this device; however, the balloon could not be completely deflated and removed from the endoscope. The endoscope and cre balloon dilatation catheter were removed from the patient together, and the balloon catheter was cut and successfully removed from the working channel of the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Following the procedure, the cut balloon catheter was set on a table. A technician picked up the catheter and it punctured his hand. The puncture was insignificant, and no treatment was needed. Standard tests following needle sticks were administered and the technician reportedly "tested fine."